Manufacturer narrative:
The two drill bits subject to this MDR were returned to the MFR for eval, it was visually confirmed the drill bits were broken along the shaft. The returned bits were measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a humerus surgery, two radiolucent drill bits broke at the shaft. It was also reported that the surgeon removed the broken pieces from the surgical site and had no concerns about pieces being left behind. It was further reported that there was no delay to surgery and the procedure was completed successfully.